Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d9: device availability ¿ additional g3: date received by manufacturer - additional h2: additional information/device evaluation/correction h3: device evaluated by manufacturer ¿ additional h5: labeled for single use - correction h6: type of investigation - additional.

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. Performance data was reviewed/ not provided for evaluation. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.